Event description:
One touch ultra meter would not power on. The test performed on the meter was 2004 at 7am. The patient described feeling dizzy and shaky during the time of concern. They had food and or a beverage and did not attempt to test while experiencing symptoms. They visited their physician's office and a result of 162 mg/dl was obtained on another meter. No treatment was administered. The patient neither alleged harm nor experienced injury. The customer service representative confirmed that the patient was using the correct type of strips, battery was correctly installed, battery contacts were in good condition, and the battery was replaced less than 1 year ago. Issue was not resolved through troubleshooting.